Manufacturer narrative:
Philips has investigated this complaint. A remote service engineer (rse) spoke to the customer who claimed that the device would not start up, stalling at 00:00. It was suspected that the image processing pc (ippc) had malfunctioned. Onsite service was required to confirm the allegation. A quotation for onsite service was sent to the customer, however, the quotation was not accepted. No device inspection was performed by philips and no further information could be obtained from the customer. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.